Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the fenestrated bipolar forceps instrument had a broken/loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor cta and obtained the following additional information: the customer reported that since the event took place about 4 months ago, the team does not remember the details and they were not documented. As far as the distributor knows, apart from a malfunction with the instrument, there was nothing unusual that happened in that surgery and the patient was fine, otherwise the staff or the surgeon would have informed the distributor.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was inspected, and no damaged or broken grip and pitch cables were found. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have a broken grip at the grip base. A piece approximately 0.194" x 0.578" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip do not show damage. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation show damage. Mechanical indentation to the yaw pulley is the affected adjacent component. The instrument was found to have mechanical indentation to the yaw pulley near the conductor wire with the damaged insulation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.